Event description:
It was reported that prior to an unk procedure, the hand-activation buttons did not work. Surgeon used foot pedal to activate device. No pt consequence.

Manufacturer narrative:
(B)(4).